Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. This is one of four submissions from the same patient case. The others are 1220246-2016-00204-line 159080, 1220246-2016-00205-line 159082 and 1220246-2016-00206- line 159083. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is a reaction of the patient to the material(s) implanted. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.part remained in the patient.

Event description:
It was reported that a patient underwent a right shoulder arthroscopy with rotator cuff repair and partial articular repair subscapularis tendon on (B)(6) 2016 and has been experiencing reaction symptoms of redness and swelling on her shoulder at the surgical site which began 10 days post-op. Surgeon referred patient to the reporting allergist for evaluation and testing in an attempt to determine if an allergy exists to the implants, prior to making a decision on possible explantation. No cultures have been taken. Patient has been treated with antibiotics, two rounds of atb with 10 days of septra being the most recent. Patient has also been treated with oral steroids, topical steroids, antihistamines and hydroxyzine. Patient is not a smoker, is not diabetic or lactose intolerant.